Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) would not inflate during device preparation. There was no reported patient injury. The device was stored and prepped according to the IFU. The balloon was prepped with 100% saline. While prepping for a case the cordis mynx was opened to be placed on the sterile field when it was noted to be broken where the balloon should deploy. The device never reached a patient. The device is being returned for evaluation. Addendum: a longitudinal tear on the balloon and a partially expose of the sealant were found on product evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.